Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during generator change out the right ventricular (rv) lead was noted as having insulation damage. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.